Event description:
It was reported that this 11 year old ra lead had noise with low pacing impedances stable in the 300 ohms range. The noise was being oversensed causing inappropriate atrial tachy response (atr) episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).